Event description:
The manufacturer received information alleging that the device touchscreen is unavailable for patient/clinical use. The customer is unable to power the device with touch screen. The device is not in patient use. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the device's touchscreen is unavailable for patient/clinical use. The customer is unable to power the device with touch screen. The device is not in patient use. There was no patient harm or injury. The device was sent in for a bench repair and the initial allegation could not be confirmed. Upon further evaluation of the device, an error was found in the event log indicating an o2 flow stuck error which will require the o2 flow sensor to be replaced.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the device touchscreen is unavailable for patient/clinical use. The customer is unable to power the device with touch screen. The device is not in patient use. There was no patient harm or injury. The device's system board, display, oxygen blending module subassembly and oxygen blending module harness were evaluated by the manufacturer's product investigation laboratory (pil) and pil was unable to confirm a failure of the system board, display, oxygen blending module subassembly and oxygen blending module harness.